Manufacturer narrative:
Insulin pump passed the displacement test but failed during prime test due to loose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that insulin pump had prime rewind anomaly. The customer¿s blood glucose level was 107 mg/dl at the time of incident. Customer states they did not receive 2nd series of beeps nor did numbers appear on the screen. Customer declined troubleshooting for low blood glucose. The insulin pump will be returned for analysis.